Manufacturer narrative:
Corrected sections as of 09-jul-2021:correction on section b1 to remove product problem selection since product was returned and evaluated. Investigation yield no defect found, therefore the product problem category does not apply.

Manufacturer narrative:
(B)(4). Meter and test strips were returned for evaluation. No defect found on returned products most likely underlying root cause: mlc-055 user had an inaccurate reference/poor tech. Manufacturer contacted customer in a follow-up call on (B)(4) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for high blood glucose test results. At the time of the call the customer felt well and did not report any symptoms. Customer reported she had gone to the ER two weeks ago due to the high blood glucose test results and symptoms of headache and nausea. When at the ER customer's blood glucose was tested and customer believed the result was 620 mg/dl; customer had taken the true metrix meter with her and tested and believed the result she had obtained had been 575mg/dl. The time between the tests was not disclosed and customer did not remember if the results were fasting or non fasting. The diagnosis was hyperglycemia and customer was treated with insulin and IV fluids. Upon discharge customer was advised to replace the true metrix meter. The customer¿s expected am fasting blood glucose test result range is 325-400 mg/dl and before dinner fasting expected is 400's mg/dl. Customer stated she does not have her blood glucose under control. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 07/18/2021 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).